Event description:
Related manufacturer ref: 3008452825-2021-00607. During a premature ventricular contractions ablation procedure, a prolonged procedure occurred due to contact force issues with two different catheters. The two catheters were exchanged one after the other and a third catheter was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Two photos were submitted to product performance engineering. Log file analysis indicated optical fibers 1-3 met specifications for optical properties, however later in the procedure contact force was lost immediately after reinsertion into the patient. A photo was submitted to product performance engineering. The images appear to show a loss of contact force during the procedure. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.